Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. Upon troubleshooting actions, fse identified that the host pc hdd was not powered on. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and swapped license by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.